Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1bqx9, implanted: (B)(6) 2016, product type: lead. Future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. The rep discovered high impedances during pre-op check on (B)(6) 2017 impedance of >4000 ohms on almost every combination. The patient reported no falls or trauma, but it was noted the patient does ride a horse. The lead was replaced and impedances were still high, so the doctor replaced the ins and the issue was resolved. The patient was doing fine after the procedure. The date when the impedance issue began was unknown. No symptoms were reported and no further complications were reported or are anticipated.

Manufacturer narrative:
Section d information references the main component of the system and the other applicable components are: product ID 3889-28 lot# va1bqx9 (B)(4) implanted: (B)(6)2016 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the hospital discarded the device.